Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and confirmed the table was operable. The technician checked the hydraulic fluid level of the table and inspected the hydraulic system for leaks. The technician confirmed the table to be operational and returned it to service. Steris offered in-service training on the proper use and operation of the table to the user facility and is awaiting a response.

Event description:
The user facility reported that during a patient procedure their orthovision table did not rise in height all the way. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Steris' offer of in-service training was declined by the user facility.